Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the doctor was performing surgery on a pt when the instrument broke about 1 1/2 inches from the spatula tip into the pt. Another item was used and surgery was completed successfully with no injury or delay.